Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and during grasping, there was resistance with the lock lever and then one gripper didn't come down. It was decided not to use this clip and the cds was removed. A new cds was used successfully. One clip was implanted reducing mr 3-4. The next day, on (B)(6) 2021, the patient had mitral valve replacement due to heart failure from the unimproved mr. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported resistance with the gripper lever. The reported difficult gripper actuation is the cascading effect of the resistance with the gripper lever. There is no indication of a product issue with respect to manufacture, design, or labeling. B5: correction to verbiage (lock lever changed to gripper lever).

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and during grasping, there was resistance with the gripper lever and then one gripper didn't come down. It was decided not to use this clip and the cds was removed. A new cds was used successfully. One clip was implanted reducing mr 3-4. The next day, on (B)(6) 2021, the patient had mitral valve replacement due to heart failure from the unimproved mr. No additional information was provided.